Event description:
It was reported that the user experienced elevated blood glucose while using the ilet, with a reported value of 252 mg/dl and postprandial highs over two days after consuming stir-fried rice with teriyaki sauce. Symptoms included hyperglycemia. Outcomes included a downward glucose trend to 232 mg/dl during the call and self-management education. Investigation included troubleshooting and education on dietary carbohydrate content and hydration practices. Investigation of this case revealed no device malfunction and suggested that high carbohydrate intake and limited hydration likely contributed to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user-specific factors and meal composition. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.